Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 284 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.